Event description:
It was reported that the customer was admitted to the emergency room (ER) on (B)(6)2025 due to a low blood glucose (bg) level (54 mg/dl). While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER the following day with no permanent damage. Reportedly, the pump's control iq software was not adjusting insulin delivery as expected, but this could not be confirmed. The customer reverted to an alternate method of insulin therapy.